Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One perfusor space, material no. 8713030, serial no. (B)(6), was received. Following inspections were conducted: history inspection: the device history files were read and analyzed. The customer specified (B)(6) 2025 as the date of the incident. There are no device history entries stored in the pump for the date of the incident. Therefore, the last therapy was analyzed on (B)(6) 2025 at 8:59, an ops 50ml syringe was selected. The syringe was filled to approx. 50ml. The user used the dose calculation 6,667 microgram per minute. The delivery rate of 4ml/h was set and started repeatedly at 10:10 after one standby mode. The therapy was interrupted by device alarm 1123 (=key pressed too long (without ea-key)) at 10:46. According to the keyboard history, the user pressed the left arrow key exactly one minute before at 10:45. After pressing the arrow button it for exactly one minute, the device alarm 1123 complained about by the customer was triggered. 2.42ml were infused in total. At 10:48, a lot of drive test errors can be read out. No other abnormalities can be found in the device history files. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device shows age related signs of wear and tear. No visible damage were detected. The battery is not in its original condition. Functional inspection: a functional test was performed. The device passed the self test. An ops 50ml syringe was inserted, the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. Individual inspection: the pump was subjected to a 12-hour test using a 50 ml ops syringe and a low flow rate. No faults were detected during this test. Disassembling: the device was disassembled, and the inside was investigated. It was determined that the drive had been mechanically damaged by a fall. No faults were found when dismantling the control unit. Judgment: the defect could be confirmed. The device alarm 1123 was found one time in the alarm history but could not be reproduced in our tests. The cause of the device alarm was that the user pressed and held the left arrow button one minute earlier. It takes exactly one minute after a key is short-circuited for the da 1123 to be output. The pump therefore functioned properly on the customer's premises. The pump could not be restarted immediately after the acknowledged device alarm 1123 at the customer's site because the drive was mechanically damaged by a fall. Addition information: it is recommended to replace the third-party battery. The battery is not in its original condition and the drive complete. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. UDI number (B)(4), premarket submission # k092313.

Event description:
According to the complainant, the perfusor space stopped the ongoing infusion and triggered an alarm. Although the pump could be switched back on, the drive could not be restarted. A high-dose blood pressure medication was running at the time (posing a risk to the patient). The medication syringe was then transferred to the adjacent perfusor to continue the administration of the medication.